Manufacturer narrative:
Manufacturer's device analysis: the pump remains in use supporting the patient. A direct relationship between the device and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device ¿ 2 years and 9 months. (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced nose bleeding. The patient's inr was 2.8. Wafarin therapy was stopped for a few days and inr dropped to 1.9. Wafarin was then re-initiated. A gel patch was used to stop the bleeding. No additional information was provided.